Manufacturer narrative:
There is correction for the device manufacturing date. The device manufacturing date is nov 10, 2014 and not jul 19, 2019. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, and h10.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, nor any special adaptations or variations. The cause for the charged coupled device (ccd) unit cannot be conclusively determined. However, it is likely that the possible causes could be: shortage or corrosion of circuits due to flooding, damage to the electric circuitry caused by attaching/detaching the video connector while the device power is switched on.

Manufacturer narrative:
There is no additional information available for this event as yet. The event date is unknown. The device has been returned and a device evaluation completed. Upon inspection, it was observed that the device charged coupled device (ccd) unit was faulty. The sensors were not delivering an image. The cable for the device was also non-olympus. Cause for the faulty ccd unit could not be determined.

Event description:
The device came in for repairs with an unknown issue, which was identified to be a no image issue. There was no reported patient involvement.